Event description:
It was reported during an atrial fibrillation procedure, while using an inquiry afocusii catheter, the catheter became stuck in the pt. A lamp 45 sheath and inquiry afocusii catheter were placed. To acquire an ensite navx model the catheter was deflected to the maximum of 180 degrees. The catheter was rotated in the left appendage and due to the rotations; the loop of the catheter became stuck with the shaft of the catheter. The shaft of the catheter was inside the loop of the catheter. The physician attempted to remove the catheter by pulling the catheter inside the sheath however, was not possible due to too much 'torsion' on the catheters deflection. The physician put the ablation catheter further inside the loop to widen the loop and rotated the catheter clock wise and counter clock-wise to get the shaft out of the loop. After approximately 30 minutes, the physician successfully removed the catheter. The procedure was completed with a different device. There were no adverse consequences to the pt.

Manufacturer narrative:
One inquiry steerable 7f catheter was received for eval. Visual inspection revealed a bend 2.0cm from the loop plane. Functional testing of the device confirmed the catheter when deflected created a curve that did not match the required template. The catheter did not return to the normal position in the undeflected state due to the bend. The catheter passed continuity and EKG testing. The catheter was dissected at the bend area revealing the flat and activation wires were bent at the catheter shaft bend. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The most probable root cause classification for the reported event is operational context as device performance was limited due to anatomical/procedural factors.